Event description:
The blood glucose device base was damaged by an electrical short or burning incident. It was stated the base began to smoke after the meter was docked. It was reported the base was cleaned with chlorox concept clothes. Reporter indicated no one was injured and nothing was damaged as a result. A request was made for the return of the suspect product and replacement product was sent.